Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The exact date of event is unknown, therefore, the online publication date was used as date of event. Per gore-tex® suture instructions for use (IFU), possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.

Event description:
The following literature article was reviewed: muth, d. R., wolf, a., kreutzer, t., shajari, m., vounotrypidis, e., priglinger, s. And mayer, w. J. (2021). 'Safety and efficacy of current sclera fixation methods for intraocular lenses and literature overview', klin monbl augenheilkd, 238(8), pp. 868-874. This article evaluates the 3 currently most common techniques for intraocular lens (iol) scleral fixation. The 4-point gore-tex® suture technique being one of them. Enrolled in the study were 51 patients with a total of 55 eyes with scleral iol fixation between january 2014 and september 2019. The intrascleral fixation by gore-tex® suture (cv-8) was performed in 14 eyes (total of 12 patients). Two of these eyes required refixation, one of them due to the patient having a re-dislocation of his iol due to rupture of the suture.